Manufacturer narrative:
Citation: aslan s, türkvatan a, topel ç, et al. Structural changes of the right fibrous trigone as a risk factor for conduction disturbance after transcatheter aortic valve implantation. Anatol j cardiol. 2022;26 (7):532-542. Doi:10.5152/anatoljcardiol.2022.987 a copy of the article was not attached as digital sharing would be in violation of copyright permission. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding structural changes of the right fibrous trigone as a risk factor for conduction disturbances after transcatheter aortic valve implantation (tavi). Medtronic (evolut r = 24) and non-medtronic (portico = 93, sapien xt = 84, and myval = 8) transcatheter valve types were used in the study. The authors observed 13 peri-procedural deaths. No evidence was presented to suggest that an evolut r valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: new conduction disturbance after tavi (transient or persistent left bundle branch block, third-degree atrioventricular block, or mobitz type ii second-degree atrioventricular block); and unspecified need for implantation of two valves. It was not stated if any of the patients with a new conduction disturbance after tavi underwent permanent pacemaker implantation. Instead, the authors wrote, ¿the ppm (permanent pacemaker implantation) requirement is not included in the cd (conduction disturbance), as the decision for ppm implantation may differ between physicians and more broadly between institutions.¿ no additional adverse patient effects were noted.